Manufacturer narrative:
Physio-control evaluated the returned device and the reported issue was not verified or duplicated. No issues with the device could be confirmed. The device was most likely powered on by an object sitting on top of the device on/off button that activated the switch but the root cause could not be conclusively determined. The device was destructively tested.

Event description:
The customer contacted physio-control to report that their device was powering itself on without any user interaction and it would have to be manually powered off. As a result, the device's internal batteries may become prematurely depleted and the device may not have enough power to provide adequate defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer was sent a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was powering itself on without any user interaction and it would have to be manually powered off. As a result, the device's internal batteries may become prematurely depleted and the device may not have enough power to provide adequate defibrillation therapy if needed. There was no report of patient use associated with the reported event.